Event description:
Procedure: stress ui / pelvic organ prolapse. According to the reporter: the pt's attorney alleged a deficiency against the device. Add'l info has been requested but not yet rec'd. Product was used for therapeutic treatment.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received alleged complications post implant include pain, erosion, infection and urinary problems.